Manufacturer narrative:
Device has been evaluated and scrapped.

Event description:
The manufacturer received information alleging a high temperature alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's quality assurance laboratory for evaluation and the customer's complaint was confirmed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. No malfunctions were noted. The device was found to audibly and visually alarm, as designed. During the evaluation of the device at the manufacturer's quality assurance laboratory the ac inlet connector was observed to be physically damaged and unusable.